Manufacturer narrative:
Attempts were made by gore to obtain additional device and pt information, but these attempts did not lead to any additional information. Literature citation: stone, p, et al. A 10-year experience of infection following carotid endarterectomy with patch angioplasty, journal of vascular surgery, 2011; 53: 1473-7.

Event description:
In an article titled "a 10-year experience of infection following carotid endarterectomy with patch angioplasty" it states 4 pts who had gore-tex acuseal cardiovascular patches implanted developed infections. These pts required incision and drainage as well as sternocleidomastoid muscle flap transfers. Their infections resolved.